Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that unexpected battery power loss, charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6)2021. The insulin pump passed the self test, displacement test and active current measurement. However, the insulin pump had a high sleep current measurement. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6)2021 10:57:00.0000 (B)(6)2021 17:16:00.0000 (B)(6)2021 05:56:00.0000 (B)(6)2021 00:23:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6)2021 00:31:00.000 and (B)(6)2021 00:41:00.000 (B)(6)2021 13:00:00.000replace battery now alarm was recorded and found in the formatted history file on: (B)(6)2021 01:02:00.000 and (B)(6)2021 01:12:00.000. Power loss alarm was recorded and found in the formatted history file on:(B)(6)2021 01:13:17.000 and (B)(6)2021 01:13:28.000 (B)(6)2021 16:46:46.000 and (B)(6)2021 16:46:58.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6)2021 11:39:48.000 (B)(6)2021 15:23:30.000 (B)(6)2021 13:07:54.000 and (B)(6)2021 13:09:21.000 (B)(6)2021 05:27:14.000 and (B)(6)2021 16:46:09.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6)2021 13:08:01.000 insulin pump was cut open to perform visual inspection and found corrosion on the electrical board 2. No corrosion or moisture damage found on the electrical board 1, force sensor, motor and vibrator assembly noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump passed the sleep current measurement. The insulin pump had a high sleep current measurement due to corrosion on the electrical board 2.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm were confirmed. Low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion on the electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.